Event description:
It was reported that the procedure was treating a heavily tortuous, mildly calcified, de novo lesion in the mid left anterior descending coronary artery. During advancement of the whisper ms guide wire, the device experienced resistance with the patient anatomy and failed to cross the lesion. A dissection occurred due to the vessel tortuosity and the vessel became occluded with no timi flow. Other guide wires were able to advance in the lesion and the dissection was treated with stent implantation. During deployment of additional non-abbott stents, the vessel occluded again and the patient will return for further treatment. There was no reported clinically significant delay in the procedure due to the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of vessel trauma (including dissection), as listed in the hi-torque guide wire instructions for use (IFU) is a known adverse event associated with use of the guide wire. Overall, based on, the review of the reported information, there is no indication to suggest a product quality deficiency contributed to the failure to cross or the patient effects. Based on the reviewed information, no product deficiency was identified.